Event description:
The customer reported two(2) false positive results with the ID now covid-19 assay for two patients performed on (B)(6) 2022. This MFR. Report addresses patient one (1) and is one (1) of two (2). The customer reported a false positive result with the ID now covid-19 assay on performed on (B)(6) 2021 tested on nasal swab (deltalab) pcr confirmation testing (x3) was performed (platforms:roche and aria) generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR report numbers: 1221359-2022-01349.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR report numbers: 1221359-2022-01349.

Event description:
The customer reported two(2) false positive results with the ID now covid-19 assay for two patients performed on (B)(6) 2022. This MFR. Report addresses patient one (1) and is one (1) of two (2). The customer reported a false positive result with the ID now covid-19 assay on performed on (B)(6) 2021 tested on nasal swab (deltalab) pcr confirmation testing (x3) was performed (platforms:roche and aria) generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Corrections: remove g4 (PMA/510(k)). Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m177942 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot m177942 and test base part number 190-430 / lot m177942. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m177942 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issues as no information was provided for investigation reporting. The following MFR report number is related to this report: 1221359-2022-01349